Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel) was isolated to the electrode belt trunk cable being cut from the distribution node (dn), damaging all wires within the cable. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.